Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed, and the main tube was found to be bent from the middle. Due to this damage, the jaws of instrument did not move properly, and instrument could not be placed on an in-house system. The cut or seal tests could not be performed. The snake wrist bearing of instrument was dislodged and it was not properly seated at the back end. The retaining c ring at the wrist bearing was found to be dislodged and it was attached to the housing magnet.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument would not cut the tissue. It did not present any error messages. The instrument was replaced and the procedure was completed with no reported injury.